Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her son¿s onetouch verio 2 meter was reading inaccurately high compared to another meter (accu-chek nano). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist, listened to the initial call. The reporter stated that they first noticed the meter issues in the (B)(6) (morning). The reporter stated on the morning of (B)(6) 2017 the patient obtained inaccurate high blood glucose results of ¿339 and 409 mg/dl¿ on the subject meter, compared to ¿242 mg/dl¿ on another meter, the reporter could not confirm the time between the results. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter stated that the patient manages his diabetes using humalog and lantus insulin, there is no evidence in the call that the patient made any changes to his usual diabetes management in response to the alleged meter issues. The reporter alleged that in response to the meter issues, the patient developed symptoms of ¿headache, dizzy and vomiting¿, requiring on (B)(6) 2017 at 11am, his mother to take him to the emergency room, the meter in the emergency room obtained a reading of ¿242 mg/dl. In the emergency room, in response to the symptoms the patient was treated with IV fluids and insulin. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event, as the patient¿s treatment he received was consistent with the alleged inaccurate high allegation. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.